Event description:
One external proficiency survey sample with discrepant digoxin results. No pt samples involved in this event. Initial result 2.75 ng/ml, repeated 3.41 and 3.53 ng/ml. The field service rep was unable to determine a cause for the discrepancy. Performance tests were performed and within specification.